Event description:
The patient presented to the infusion clinic for a scheduled chemotherapy treatment. During the infusion (doxorubicin), the patient complained of tingling at port site. Redness and mild swelling was noted. The following week, interventional radiology performed a central venous access device (cvad) evaluation. The findings indicated there was a perforation in the proximal aspect of the catheter.